Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery life of the insulin pump was diminished and changes every 3 weeks and screen was scratched and was harder to read. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.